Event description:
It was reported that this right ventricular (rv) lead was explanted due to microdislodgement and exhibited high pacing thresholds. A new rv lead with the same model was placed. No additional adverse patient effects were reported.